Event description:
Information received indicated that the graphical caregiver interface is not functioning properly.

Manufacturer narrative:
The hill-rom technician found that there was fluid behind the gci and shorted it out. He replaced the gasket and gci to resolve the issue.